Event description:
Customer reported that the equipment displayed a system message and locked during a cataract with intraocular lens (iol) implant procedure. The case was completed with another system following a delay of 15 minutes. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and replaced the footswitch cable. A system functioned test was then performed by the company rep. No samples have been received to confirm the reported event. A review of complaints for the last 24 months revealed one similar report for this system. The root cause cannot be determined conclusively. (B)(4).